Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Measurements throughout these tests were within normal limits. Bubbles were noted in the in the notch area. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this subcutaneous implantable cardiac defibrillator system was explanted due to patient discomfort. There were no additional adverse patient effects.

Event description:
It was reported that this subcutaneous implantable cardiac defibrillator system was explanted due to patient discomfort. There were no additional adverse patient effects.